Event description:
A report was received that ipg and leads were returned for unknown reason. During device analysis only the proximal ends were returned with the ipg. It was not known if the distal ends were left inside the patient.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm. Model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg). Device evaluation indicated that the ipg passed visual, electrical and performance tests performed. Functional tests were conducted to ensure the ipg's functionality. The ipg exhibited normal device characteristics. Device evaluation indicated that the leads passed photographic imaging tests performed. The lead bodies were cut and only the proximal ends were returned with the ipg. Damage to the leads was a result of a typical explant procedure and it was not considered a failure.